Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. The instrument was found with the grip cable frayed and sticking out at distal clevis. The same cable was derailed off the distal idler pulley. Additional damage found were corroded back idler pulleys. Engineering concluded improper cleaning was the likely cause of the corrosion. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure that a wire was sticking out of the mega suturecut needle driver instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.